Event description:
Customer reported the au680 clinical chemistry analyzer generates intermittent false high ion selective electrode (ise) assay results. One male patient's results were provided as an example. Customer data shows results flagged. No other demographics were provided for the sample. No erroneous results were released from the laboratory. There was no report of medical intervention or change to patient treatment associated with this event. Calibration and system checks passed within specification and quality control recovery was within laboratory's established ranges on the date of the event.

Manufacturer narrative:
A beckman field service engineer (fse) was dispatched to evaluate the system. The fse replaced the buffer valve due to possible sticking. System performance was validated following service. Per the customer there have been no further issues with the ise system following service.